Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device identified that the glass cap was detached and not returned. The fiber was visually inspected and found to exhibit signs of melting at the cap/tip proximal to the blue arrow. The cap/tip was observed to have a fractured proximal to the blue arrow. Cap wear is accelerated due to heat accumulation caused by inadvertent anatomical or procedural factors, such as prolonged tissue contact would limit the performance of the fiber and cause reduced vaporization efficiency. The fiber was tested with hene (helium-neon) laser fixture, the testing conducted did not show signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The glass cap detachment likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that where there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glass cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact/adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance. This report is for the same event as manufacturer report: 2937094-2020-00880. Facility medwatch report: (B)(4).

Event description:
It was reported that during a laser vaporization procedure of the prostate, the tip of the fiber melted after 24,870 joules of use. The fiber was replaced, however the tip of the second fiber also melted after 5,482 joules of use. A third fiber was used and after 21,810 joules of use the tip of the fiber melted. It was further indicated via medwatch facility report that three fibers were broken at the shaft. The fibers were returned, and analysis showed that the fiber glass cap was detached/separated on two of the three fibers. 2 of 2 reports.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2020-00880 facility medwatch report: (B)(4). Investigation in progress.

Event description:
It was reported that during a laser vaporization procedure of the prostate, the tip of the fiber melted after 24,870 joules of use. The fiber was replaced, however the tip of the second fiber also melted after 5,482 joules of use. A third fiber was used and after 21,810 joules of use the tip of the fiber melted. It was further indicated via medwatch facility report that three fibers were broken at the shaft. The fibers were returned, and analysis showed that the fiber glass cap was detached/separated on two of the three fibers. 2 of 2 reports.